Event description:
A report was received from the clinical study indicated that during the 12 month follow up, the pt required re-angiography due to stable angina ccs class ii. Treatment was not conducted, however, there was indication for a coronary artery bypass graft surgery (CABG). Three weeks later, the pt underwent the CABG procedure. The indication for the procedure was stenosis and stable angina ccsii confirmed on coronary angiogram. The angiogram was negative for thrombus or total occlusions. However, the target lesion at the first obtuse marginal was re-vascularized and three other de novo lesion at non target vessels were also treated.

Manufacturer narrative:
This pt was randomized to the study for treatment of a bifurcating lesion at the proximal circumflex and 1st obtuse marginal. The lesion was described as diffused with moderate to heavy calcification. Predilation at the circumflex was conducted with a 2.5x15mm balloon at 10 atms followed by deployment of the first cypher stent at 18 atms. Post dilatation was not performed. Kissing balloon was performed with 3.0x15mm balloon at 14 atms. Final timi flow was iii. Post stent placement stenosis was 10 percent. The 1st obtuse marginal was predilated with a 2.5x15mm balloon at 16atms. The second cypher stent was deployed at 22 atms. Post dilatation was conducted with a 3.0x15mm balloon at 16 atms. Kissing balloon was performed with a 2.5x15mm balloon at 10 atms. Post stent placement stenosis was 10 percent and final timi flow was iii. This mfg report is applicable to two products with the same catalog and lot number. Please note: device is distributed outside the united states. However, it is similar to the united states' product. Any additional info will be submitted within 30 days of receipt.